Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs dept. No add'l info is available at this time. As per info rec'd, the devices are not available at the time of the per due to the ongoing litigation. Add'l f/u info may be obtained by the legal affairs as it becomes available.

Event description:
It was reported that" it was reported through the attorney for the pt as a result of a legal claim, that allegedly "on (B)(6) 2007 the pt underwent a left hip replacement surgery. It was further alleged that "following the surgery the pt began experiencing pain and discomfort from the system".